Manufacturer narrative:
The lot number was provided and a lot history review was performed. One device was returned for the reported malfunction. The investigation is confirmed for the reported balloon rupture issue. A root cause could not be determined. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the savvy long products that are cleared in the us. The pro code for the savvy long products is identified.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 48522030 pta balloon dilatation catheter allegedly experienced material rupture. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) female. Weight was not provided for the reported patient.